Event description:
During service by baxter, the infusion pump's air-in-line printed circuit board was found to be out-of-calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jul 10 2007. A pump malfunction was initially reported by the facility. It was unknow when the event occurred. Evaluation summary: during evaluation the air-in-line printed circuit board was determined to be out of calibration on channel a. The customer reported "malfunction" was caused by failure code 810:11 that was generated because the air-in-line printed circuit board was out-of-calibration. The air-in-line printed circuit board on channel a was recalibrated.